Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that insulin squirts out of the infusion set few times during rewind and prime, and then the insulin pump alarmed motor error. It was stated that the insulin pump was exposed to an x-ray machine at the airport. Troubleshooting was performed. Ran a displacement test and the test failed. Advised mother that a replacement of insulin pump will be sent and to revert to back up plan. No further information was provided.